Manufacturer narrative:
The customer reported that their central nurse's station (cns) secondary display stopped working after a power outage. Nihon kohten technical support advised the customer to change the display settings to the cns, after which the unit started working as intended. The customer reported brief interruption in patient monitoring. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The customer reported that their central nurse's station (cns) secondary display stopped working after a power outage.

Manufacturer narrative:
Details of complaint: the customer reported that the secondary display on the central nurse's station (cns) stopped working after a power outage. Nihon kohdten technical support (nk ts) advised the customer to change the display settings on the cns, after which the unit started working as intended. The customer reported brief interruption in patient monitoring. No harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: the cns was probably not connected to a ups during the power outage. If the user of the cns-6201 requires continued operation during power interruptions, it is recommended that the cns-6201 be powered from an uninterruptible power supply (ups) or a battery. The possible cause issue is considered to be improper device setup. Investigation of the reported issue found the issue to have been caused by improper nk device setup by the user. This does not suggest an nk device deficiency/malfunction.

Event description:
The customer reported that the secondary display on the central nurse's station (cns) stopped working after a power outage.